Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Healthcare provider reported a left side deflation. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening in the posterior side assessed to a fold flaw opening. Additional observations: crease fold observed in the device wear abrasion observed in the device yellow particles inside the device no further actions are required as the device was implanted.

Event description:
Device has been replaced.